Event description:
It was reported that a 40-year-old caucasian female patient underwent a breast augmentation with 450cc (left) and 350cc (right) mentor memorygel breast implants and experienced swelling and fluid accumulation on the left side post-operatively. After a surgical intervention, a lab diagnosis confirmed the patient had anaplastic large-cell lymphoma. In addition, it was also reported that the patient also experienced bilateral breast ptosis. No breast implant anaplastic large-cell lymphoma was detected on the right side. As a result, the patient underwent bilateral explantation on (B)(6) 2022. This report is for the right side device (ptosis only). Reference report number 1645337-2022-06784 for details related to the left-sided bia-alcl.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).